Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture due to a fracture of the lead. It was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.